Event description:
Patient was shocked over 20 times due to a bad rv lead mistaking noise for v-fib. ICD therapy has been disabled for the time being, as instructed by the physician. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2020 due to high pacing impedances and noise. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2020 due to high pacing impedances and noise. Should additional information be received, this file will be updated. Upon receipt the lead was found cut 12 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. Two 2 cm long fragments of the outer insulation were found retracted from the proximal part of the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 8 and 7 cm proximal to the lead tip the insulation was found abraded through. In addition, a conductor fracture was noted in the distal lead region. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.